Event description:
There was a complaint of questionable elecsys troponin t hs results for 11 patients tested with a cobas e801 module. The questionable results were reported outside the laboratory. The doctor questioned the high result and requested a repeat. Patient 1¿s initial result on (B)(6) 2021 was 45 mg/ml; the repeat was 13 pg/ml. Patient 2¿s initial result on (B)(6) 2021 was 17 pg/ml; the repeat was 4 pg/ml. Patient 3¿s initial result on (B)(6) 2021 was 30 pg/ml; the repeat was < 3 pg/ml. Patient 7¿s initial result on (B)(6) 2021 was 30.4 pg/ml; the repeat was < 3 pg/ml. Patient 8¿s initial result on (B)(6) 2021 was 19.9 pg/ml; the repeat was 4.7 pg/ml. Patient 9¿s initial result on (B)(6) 2021 was 19.1 pg/ml; the repeat was 7.6 pg/ml. Patient 4¿s initial result on (B)(6) 2021 was 20 pg/ml; the repeat was 6 pg/ml. Patient 5¿s initial result on (B)(6) 2021 was 25 pg/ml; the repeat was 8 pg/ml. Patient 6¿s initial result on (B)(6) 2021 was 15 pg/ml; the repeat was 9 pg/ml. Patient 10¿s initial result on (B)(6) 2021 was 18 pg/ml; the repeat was 7 pg/ml. Patient 11¿s initial result on (B)(6) 2021 was 21 pg/ml; the repeat was 8 pg/ml. The lot number and expiration date of the elecsys troponin t hs used were requested, but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer's calibration and qc results were acceptable. Sample clot alarms were noted. The investigation found the sampling area is misadjusted. Several of the samples contained clots, droplets, and oil or gel globules. The camera and active gripper were misaligned, which caused several sample foam alarms. Pre-analytical issues were observed. There were droplets on the sidewalls of aliquots and on primary samples, indicating that the caps are being removed from a tube that has been laying down prior to loading. The investigation determined the issue to be consistent with pre-analytical handling issues.

Manufacturer narrative:
Additional discrepant results found during the investigation are as follows: sample ID (B)(6) on (B)(6)2022, the initial result was 535 ng/l. The repeated result was 426 ng/l. Sample ID (B)(6) on (B)(6)2022, the initial result was 17.3 ng/l. The repeated result was 5.05 ng/l. Sample ID (B)(6) on (B)(6)-2022, the initial result was 31.9 ng/l. The repeated result was 4.33 ng/l. Sample ID (B)(6) on (B)(6)2022, the initial result was 17.1 ng/l. The repeated result was 8.64 ng/l. Sample ID (B)(6) on (B)(6)-2022, the initial result was 28.8 ng/l. The repeated result was 11.7 ng/l. Sample ID (B)(6) on (B)(6)-2022, the initial result was 24.7 ng/l. The repeated result was 51.8 ng/l.